Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Additional info (including x-rays and medical records) was requested. If it becomes available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported by the pt to stryker that, "2007 knee replacement, having a lot of pain, knee is loose. Dr. Did a second knee replacement, (B)(6) 2008. (Different doctor than the first dr.)"